Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer became disconnected, the virtual debugger application appeared, and power management was disabled. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer disconnected with a virtual de-bugger application coming on. A technical support specialist (tss) found that the power management settings were disabled. The tss rebooted the unit, and the customer was then able to log in and issue the item. The system functioned as intended after the technical support specialist troubleshot the device.